Event description:
It was reported that during surgery the handgun had no power while pressing the trigger. There was no harm or injury to the patient and no delay to a procedure reported. Due diligence is complete. No additional information is available. During device evaluation visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the battery pack.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: taiwan. The investigation is complete. This is an initial final report submission. Functional testing found the device would not power on with the original battery pack nor when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. Visual inspection of the interior of the handpiece found the plunger was stuck in place inside the plunger housing. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.